Event description:
I got my essure back in (B)(6) of 2013, after having my second child. My doctor never went over anything with me, but all he said that it was safe and effective. After I had the essure done, I hurt for the first day and then after that I was fine for only like three weeks. Then I started to have really bad abdominal pain and my ovaries hurt all the time. I hurt all day everyday. I went to my doctor about three weeks ago and he had me come in and get an ultrasound done. After getting the ultrasound done, he said it looked like either my coil came out and is floating around in my uterus or it is only half way in and just hanging there. But I looked at the ultrasound myself and there is definitely something in there. I have been researching it and you can still get pregnant while having the essure, even if you have had it for a few years. So now I am scared out of my mind because not I can either be pregnant with my third child or have a coil stuck to my uterus. I would definitely not recommend getting this procedure done.